Manufacturer narrative:
.

Manufacturer narrative:
Added additional information to the event description. (B)(4).

Event description:
On (B)(6), 2015, the patient underwent an endovascular repair of a dissection using two conformable gore tag thoracic endoprostheses (tgu373715j/13748691, tgu282815j/13882767). The procedure was concluded without any reported issue. On the same day, the patient suddenly became unstable. A development of a new dissection from the distal end of the device was identified. The patient was implanted with a conformable gore tag thoracic endoprosthesis (tgu313115j/13087821) and gore excluder aaa endoprosthesis aortic extender component (pla260300j/13373407) to repair the dissection. The patient tolerated the procedure. On (B)(6), 2015, malperfusion was observed due to a progression of the dissection distally. It was reported that a new entry was developed distal to the previously implanted pla260300j. A conformable gore tag thoracic endoprosthesis (tgu262110j/13413262) was added to cover the new entry. Intestinal necrosis was also observed and enterectomy was performed. Angioplasty on the sma was performed and a metallic stent was implanted in the sma. On (B)(6), 2015, the patient did not recover and expired. The cause of death was reported as intestinal necrosis.

Manufacturer narrative:
Added the age at the time of event. Corrected the type of event. Death is reported on pla260300j/13373407 in MFR report #2953161-2015-00122.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent an endovascular repair of a dissection using two conformable gore® tag® thoracic endoprostheses ((B)(4)). The procedure was concluded without any reported issue. On the same day, the patient suddenly became unstable. A development of a new dissection from the distal end of the device was identified. The patient was implanted with a conformable gore® tag® thoracic endoprosthesis and gore® excluder® aaa endoprosthesis aortic extender component to repair the dissection. The patient tolerated the procedure. On unknown date, the patient expired. The reason for death is unknown at this moment.